Event description:
It was reported by patient they underwent a comprehensive reverse shoulder arthroplasty on (B)(6), 2010. Subsequently, patient was revised on (B)(6), 2012 due to pain and lack of mobility in his arm. Patient alleged x-rays revealed implants had come apart and there was a hole between them.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "inadequate range of motion due to improper selection or positioning of components, lack of rotator cuff, and inadequate function of the deltoid." Number 9 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions." Number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02571/ 02572).